Event description:
The facility representative contacted a technical service representative to report a colleague infusion pump with the reported condition of a "continuous beep". This condition has the potential to cause an interruption of delivery. This condition was found in the emergency department. It is unknown when this event occurred. There was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. This device is a remediated colleague pump with a user interface module software version of 5.09.90.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with a "continuous beep" was confirmed and reproduced during product evaluation. The root cause of this reported condition was assigned to the harness/wiring being pinched. In order to correct this condition, the direct current cable harness and the inverter harness were replaced.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.